Event description:
Complaint alleged that patient in medsurg room could place nurse call, response not heard in expected location. No injury alleged by account.

Manufacturer narrative:
Technician found loose pins in p379 cable connector. Replaced p379 cable ((B)(4)) and checked functions to resolve this issue.